Manufacturer narrative:
The device was not retained by the hospital for evaluation. At this time, there is no allegation of product malfunction but only an adverse event associated with the use of an edwards device. The device was discarded at the hospital. Injuries to the coronary sinus is listed as a potential complication in the product IFU. The IFU further notes: warning: if resistance is met, stop and re-evaluate proplege device position. The proplege device should not be advanced if resistance is felt, as doing so would cause the proplege device to bend or buckle. Aggressive advancement in an attempt to engage the ostium may result in perforation or other injury. Warning: continuously monitor the pressure at the tip of the catheter. A pressure change that indicates the catheter has entered the right ventricle should be noted. Do not advance the catheter further if the tip is in the right ventricle as perforation or other injury can occur. Warning: guidewire should only be used with fluoroscopy to avoid coronary sinus injury. Warning: aggressive advancement of the guidewire in an attempt to engage the ostium may result in perforation or other injury. No device malfunction is indicted in the report and the events reported are included in the labeling. No actions are needed at this time. For complaints/reports of injury without a product problem, it¿s important to show that the type of event is a known potential complication or adverse event, is included in the labeling/training materials, and in the information we provide to help avoid the issue. All labeling and training appropriately address the risk. Manufacturing records could not be reviewed as a lot number is unknown. Trends will continue to be monitored through the use of edwards quality systems.

Manufacturer narrative:
Upon further follow up information the physician acknowledge the injury was due to a technical error as stated " I recall a technical mistake upon my part. I connected the coronary sinus transducer line to the balloon port of the proplege catheter. As a result, the balloon was gradually inflating during the insertion of the proplege. Hence, despite being proximal in the coronary sinus os - we would notice ventricularization. We did a venogram - notice the balloon was inflated. I would deflate the balloon and withdraw the proplege catheter into the right atrium and re-enter the coronary sinus. However, the balloon would gradually inflate and once again we would notice ventricularization very proximal into the coronary sinus. Eventually I noticed this error and switched the transducer line to the appropriate port of the catheter. The coronay sinus was not damaged during these attempts but was damage with subsequent attempts at advancing the proplege catheter distally into the coronary sinus." The physician is aware of the event and how to prevent a reoccurrence in the future. The device is not available for further investigation. Trends will continue to be monitored through the edwards quality system.

Event description:
As reported by (B)(6), during insertion of the proplege coronary sinus catheter, pr9, the coronary sinus was dissected. Although the first cm of the proplege catheter is very flexible, the remainder of the catheter is very stiff, the suregeon was asking if this could contribute with the issue. When the dissection was diagnosed, a discussion was had with surgeon and the decision to abandon mivs and do a hemi-sternotomy was made with little hesitation. The patient was not unstable at the time but everyone was aware of the situation and we converted quickly. The surgery progressed without incident.